Manufacturer narrative:
Batch review performed on 04 november 2019: lot 1903337: 201 items manufactured and released on 26-jun-2019. Expiration date: 2024-06-16. No anomalies found related to the problem. To date, 132 items of the same lot have been already sold without any similar reported event. Clinical evaluation: revision surgery performed few weeks after cementless total hip arthroplasty due to early subsidence of the stem. The radiographic images provided show a slightly undersized stem in a dorr type c femur. No information concerning patient age, health status and bone quality is available but these factors may also have contributed to the occurence of the event. There is no reason to suspect a faulty device.

Event description:
About 20 days after primary surgery the surgeon revised the patient hip for stem subsidence. The surgery was completed successfully, the surgeon implanted a cemented stem.